Event description:
It is reported that a customer was hospitalized on (B)(6) for a high blood glucose level of 476 mg/dl. The customer stated the cannula was bent when she took it out and states that the cause of the hospitalization was due to the infusion set. The customer will change the infusion sets. The customer was treated at the intensive care unit for three days. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.